Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had an intermittent power issue and the battery compartment threads were stripped. The reporter noted that the battery cap was unable to be tightened. The reporter stated that the battery cap had never been changed (original to the pump from (B)(6) 2014). There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2017 with the following findings: a review of the pump black box data showed unexplained pump reboots occurred. A visual inspection of the pump revealed multiple cracks in the battery compartment. There was no evidence of moisture corrosion in the battery compartment. The returned battery cap was damaged with stripped threads. The cap was unable to maintain electrical connection, and a power loss was duplicated with the returned battery cap. A test battery cap was able to tighten properly to the pump and maintain electrical connection during testing. The pump powered on with the test battery cap with no reboots or power loss occurring. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.